Event description:
Pt in cath lab was given sedation and sheath was placed in right. Femoral artery. Equipment was not functioning. Cath was placed preparing to view left coronaires. Equipment again down. Cath removed from left coronary. Equipment down until further notice. Procedure terminated.